Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an error upon turning on the device. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The device was evaluated onsite, the field service engineer performed the operational check and shock test. The device passed the operational check and the shock test. It was confirmed there were no issues with the device as the device was fully functional and operating. No parts replaced. Device remains fully functional and at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that there is an error upon turning on the system. The event was outside of use and there was no reported patient nor user harm.